Event description:
A consumer reported she has a film over her eye almost like a cataract following intraocular lens (iol) implant surgery. She stated she is a "slow healer" and expected that it would take some time to heal before her vision was good. She stated she is not complaining about her vision; she just called to ask if there was something new coming out in the near future because she will be having her other eye operated on soon and wanted to have the "latest and greatest" iol for her other eye. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/10/2009, 12/14/2009, and 12/24/2009 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).